Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse was unable to duplicate the reported issue. The fse cycled the unit on simulator and internal trigger for 5 hours. The fse then performed a complete preventive maintenance with full calibration, functional testing and safety check to factory specifications. The unit passed all functional and safety checks and was then ready for patient use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) stopped working randomly. Customer stated walked into patients room and unit was off even though it was plugged in to wall. Console swapped for another unit.